Manufacturer narrative:
After battery installation unit power up and display frozen after count up followed by an unexpected constant tone, problem isolated to m/b. Unable to perform any test or verify watchdog timeout alarm due to frozen screen. Device received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, missing end cap sticker, stained address or serial number label and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed for watchdog time out. Customer stated that insulin pump had crack on the bottom of the insulin pump. Customer experienced high blood glucose of 278mg/dl which was treated with manual injection. Customer declined troubleshoot for high blood glucose. Customer removed battery overnight but still getting alarm for watchdog time out. Insulin pump will be return for analysis.